Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead with locking stylet inserted was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation exposing the outer coil. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
During an in-clinic follow-up, there was noise observed on the right ventricular (rv) lead. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.